Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1 product problem.

Event description:
It was reported that the cassette caused the pump to error as "no disposable attached" partway through extended chemotherapy infusion using the cadd legacy pump. This lot is different from the three other reports submitted today. No adverse patient effects were reported.